Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff underwent total hip arthroplasty on (B)(6) 2007. Plaintiff has continues to suffer both injuries and damages. The plaintiff submitted for x-rays and a metal-suppresses MRI (B)(6) 2013, which revealed significant osteolysis about the proximal femur as well as periprosthetic pseudotumor formation adjacent to the sciatic nerve. Plaintiff had revision surgery on (B)(6) 2013. Doctor encountered " gross black debris" within the head where the trunnion inserts.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade tmzf hip stem. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.